Event description:
It was reported to philips that the system failed to boot, optical drive replaced and os reloaded on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dvd+rw drive and reloaded the software, restoring the device to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).